Manufacturer narrative:
One sample was returned for evaluation. Visual inspection revealed a tear on the cuff surface. All tracheostomy tubes are tested following assembly, prior to packaging. It is also listed as a requirement in the instructions for use (IFU) that the cuff of all tracheal, tracheostomy products be tested immediately prior to use. The IFU also cautions to guard against cuff damage by avoiding contact with sharp edges. Damage to cuff during use is an inherent risk of any tracheostomy product. No evidence of a manufacturing fault was found during inspection of returned sample.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that it was not possible to keep the balloon inflated. Unit was not tested prior to use. No adverse health outcome resulted from this event.